Manufacturer narrative:
The customer's name and telephone number were not provided. The field service engineer (fse) evaluated the instrument and confirmed a defective analog 5 card. The fse proceeded to replace the analog 5 card to resolve the incomplete differential (no differential results) issue. (B)(4).

Event description:
The customer reported obtaining incomplete differential results (no differential results generated) on patient samples from the coulter lh 750 hematology analyzer. The customer did not specify the number of patients affected in this event. The patient results were not reported out of the laboratory and there was no report of any change or affect to patient treatment in connection with this event. A field service engineer (fse) was dispatched to the customer's site to evaluate the instrument.